Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed visual inspection and found the sensor cannula retracted to the other side of the sensor base. It was also found that the sensor cannula was broken, damaged, and missing.

Event description:
The customer called in to report that while inserting a new sensor the needle housing would not come off. The customer's blood glucose level was 140 mg/dl. The customer's products were replaced and returned.